Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date (B)(6) 2012, inratio 5.0, inratio 4.3, inratio 5.1. Time elapsed between each method of testing is two hours. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.